Event description:
Tpn was compounded incorrectly for a neonate. There were no adverse effects beyond a temporarily high potassium. Reporting facility enters electrolytes and amino acids as x/kg for pediatrics. Rptr normally enters the volume needed in 24 hrs in the volume field, leaves the rate = 0, and puts in a 24 duration for infusion period. That way if the rate is tapering, or is a cyclic tpn, etc, it isn't confusing to the nurse. Pharmacy tech accidently entered a rate w versus o. The machine still pumped a 24 hr volume of 480ml, and the dextrose, ordered in %, was correct, but the electrolytes were calculated and pumped for a 2ml/hr x 24 hr = 48ml volume. In other words, every 48ml of the bag had the electrolytes that were supposed to be in the whole bag, basically a 10 fold amount of electrolytes. The volume, rate and duration do apparently not cross-check currently. The machine shows the calculation briefly on the screen, but when the pharmacist checked the entry, and checked the bag and label, he did not notice the rate. The maximum electrolyte warning did not catch this. Rptr never realized that the system worked this way. For some reason that rptr couldn't figure out, some hosps want it to work this way. Co is programming a fix so at least you have to set a parameter to work this way or otherwise changing the rate would change the total volume and then the problem would be obvious. Reporting facility had been entertaining sending a sample of each pediatric tpn for a potassium analysis after production, and now will start doing this.